Event description:
The customer reported that the system was mixing pt data during cine playback. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the cine drive were replaced. The software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.